Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and competitor's right ventricular (rv) lead exhibited high shocking lead impedance measurement greater than 125 ohms. Additional information was received and indicate that there was no intervention performed and the clinic would continue to monitor the competitor's lead. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.